Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, computed tomography (CT scan) revealed a type ii endoleak. The physician took a wait and watch approach. On (B)(6) 2011, CT angiogram revealed a type ii endoleak contributing to aneurysm growth (amount of growth unk). On (B)(6) 2011, the pt underwent coil embolization of a right lumbar artery, and a left accessory renal artery. He was also implanted with a gore excluder aaa endoprosthesis to treat the type ii endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Other excluder components included in this report: (B)(4). A review of the mfg records for the device verified that the lot met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.